Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of biliary stricture. During the procedure, the image began to flicker. The controller was turned off and back on and the issue went away for about 5 minutes before beginning again. The image then completely went away. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.